Event description:
The sales representative was inspecting an instrument set before showing it to a surgeon. A piece of white foreign material was noticed on one instrument. The sales representative was putting this instrument back in the set when he cut his finger on the instrument. The instrument is a cutting instrument for disc preparation. The part of the instrument that caused the cut was the intended cutting part of the instrument. The sales representative had blood tests done after cutting his finger.

Manufacturer narrative:
The device has been set out for testing, to determine what the foreign material is.